Manufacturer narrative:
Medical device lot #: the customer provided no lot # : medical device expiration date : unknown. Device manufacture date : unknown. Investigation summary: exec summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. CAPA/sa: as no samples were returned for investigation it was determined that no corrective action is required at this time. DHR review: no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: lot #: unknown, catalog #: 320102, date of event: unknown. According to the customer's report, drug didn't come out upon priming.